Event description:
As reported, the patient received a sapien 3 valve at a different hospital back east and presented at the ER with a stemi approximately 1 year, 2 months post implant possibly secondary to valve thrombosis. The stemi appeared to be thrombus in the distal branches of the rca and no stent/ptca was deployed/used. The patient presented with an intraluminal filling defect in a very small posterolateral branch. There was concern regarding cardioembolic phenomenon, possibly related to the patient's bioprosthetic aortic valve. Subacute leaflet thrombosis is a possibility. The patient was placed on anticoagulation medication and is stable. Tte showed a peak velocity of 3.5 m/sec, peak gradient of 50mmhg and mean gradient of 27-30mmhg. The team is considering if there is possible prosthesis mismatch. A proctor reviewed imagery provided, revealed dark images not in the belly of the leaflets but instead are at the post. It is difficult to say whether there is thrombus or if it is pannus.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary occlusion is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate thrombus in the distal branches of the rca, along with the mechanisms above, may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected h.6 investigation conclusions. Added h.6 type of investigation and investigation findings. Also added additional information to h.10. The device was not returned for evaluation. Since the valve serial number was not provided, a device history review and lot history review were unable to be performed. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and reviewed with a proctor. The sapien 3 valve went from 338 to 420 mm2 with a diameter 20.7 to 23.4 mm. This is considered normal expansion of the valve. In this case we are in the lower part of s3 23 as you said but still considered normal function valve. The dark images were observed not in the belly of the leaflets but instead are at the post. It's difficult to say that this is thrombus or pannus. It appears to be more consistent with pannus. The IFU was reviewed. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: exercise intolerance or weakness, device thrombosis requiring intervention, and/or valve thrombosis. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The increased gradient was confirmed from the medical record. Due to the unavailability of the valve serial number, a review of DHR was unable to performed, to determine presence of manufacturing non-conformances contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''as reported by the clinical specialist, the patient received an s3 valve at a different hospital back east and presented at the ER with stemi approximately 1 year, 2 months post implant possibly secondary to valve thrombosis. The stemi appeared to be thrombus in the distal branches of the rca and no stent/ptca was deployed/used. The patient is on anticoagulation and stable. Tte showed a peak velocity of 3.5 m/sec, peak gradient of 50mmhg and mean gradient of 27-30mmhg''. If gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can also indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the patient was prescribed anticoagulant as subacute leaflet thrombosis was possible. Per imagery review, ''it's difficult to say that this is thrombus or pannus. I think that the look is more consistent with pannus but the stemi is saying a different thing''. Pannus is the growth of host tissue on bioprosthesis. Both thrombosis and pannus can impact proper leaflet functionality leading to increased gradient across the valve. As such, available information suggests that patient factors (thrombus, pannus) may have contributed to the reported event.

Manufacturer narrative:
Corrected b.7. Added additional information to b.5. Investigation is ongoing.

Event description:
Records from the valve implant were received. The 23mm sapien 3 ultra valve was implanted successfully with a mean gradient of 8mmhg. At echo performed 9 months post implant revealed the mean gradient at that time was 21mmhg.